Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was experiencing far field r-wave oversensing. The patient has complained of near-syncopal events. The device atrial sensitivity was reprogrammed and oversensing was resolved. The device remains in use. No further patient complications have been reported as a result of this event.